Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type, investigation findings, investigation conclusions), h10, h11 corrected fields: e4, g1(contact person), h4 analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period.

Event description:
Na.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the video generator board and touch screen assembly. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6). Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) touch screen was malfunctioning. There was no patient involvement, and no adverse event reported.